Event description:
It was reported that this right atrial (ra) lead was dislodged. It was confirmed through a fluoroscopy. The lead was extracted and successfully replaced. No additional adverse patient effects were reported.